Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that half height 4.2 not on buse due to failed controller board. A field service engineer station and replaced the affected componets and resolves the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer failed and requires maintenance. A customer has reported that users were able to remove medications related to parkinson's disease (coagulants) from the back panels; however, they are unable to open the drawer using the latches. This issue is resulting in a delay of one hour in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis medstation es system station drawer failed and requires maintenance. A customer has reported that users were able to remove medications related to parkinson's disease (coagulants) from the back panels; however, they are unable to open the drawer using the latches. This issue is resulting in a delay of one hour in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the bad controller board. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.